Event description:
It should be specified that sutures were required in order to complete the reported surgery. Additional information has been requested, but has not been received.

Manufacturer narrative:
Correction: initially indicated both adverse event and problem (f55555) and should have been adverse event (c41331) only. Additional information: the lens was returned to b+l. Visual inspection found one haptic bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The device history record (DHR) was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined. However, it should be noted that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event. The investigation is complete. If additional information becomes available, an additional investigation will be conducted.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed and replaced with different model lens and same diopter intraoperatively due to a broken haptic.